Manufacturer narrative:
Philips bench evaluated the device and determined this was a malfunction of the processor, along with the ui to processor cable were defective. Philips bench provided the customer with part number and pricing for a replacement processor, along with the ui to processor cable; however, the customer did not accept the quote. Based on the information available, the cause of the reported problem was malfunction of the processor, along with the ui to processor cable. The reported problem was confirmed.

Event description:
It was reported to philips that the checks showed that the device was constantly restarting and not opening. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.